Event description:
It was reported that a greenfield vena cava filter broke and came out of the inferior vena cava approximately 10 years post implant. The greenfield filter was placed in the inferior vena cava for the control of a pulmonary embolism. The patient was admitted to a hospital in early 2007, where she had a blood transfusion and MRI. The greenfield vena cave filter broke and came out of the inferior vena cava. The patient stated that the filter will be removed and a new device implanted. Additional information has been requested.

Manufacturer narrative:
The greenfield filter is implanted in the patient and the delivery device was disposed, therefore, no product analysis will be possible.